Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a endoarmor gown was used on (B)(6) 2020. According to the complainant, after the procedure, the physician had a skin reaction to the endoarmor gown, involving a rash from the wrist to elbows on both arms. Reportedly, the physician had pre-existing allergies. A steroid cream was applied as an immediate treatment.